Event description:
During an open reduction, internal fixation, lateral malleolus and medial malleolus (grade 2 ankle fracture) during placement of cannulated screw, the guide pin broke within the metaphyseal portion of the proximal tibia. It was left in place, embedded deep within the tibial bone.

Manufacturer narrative:
(B)(4). No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.